Event description:
It was reported that this patient with this pacemaker experienced infection and sepsis. The patient was hospitalized and the device was explanted and a new device was implanted. No additional adverse effects were noted outside of revision procedure.